Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin erosions where skin broke open and began to bleed under the red electrode. The garment was tight and digging into skin causing the blisters and bleeding open wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended frequent garment changes for the skin irritation. Follow up indicated that the skin irritation improved.